Event description:
It was reported that a malfunction alarm with code 16-0x20e6 occurred, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to ensure continuous insulin delivery, confirmed the customer¿s shipping address, and informed the customer that the pump needed to be replaced.